Manufacturer narrative:
(B)(4).

Event description:
It was reported that the manufacturer's or specialist's tablet's usb to db9 serial adapter cable sits loosely in the tablet. It is still able to communicate, but occasionally needs to be adjusted by pushing the cable into the tablet. This issue was reported to occur on all serial cables so the cause for the issue was thought to be localized to the tablet usb port. The suspect tablet has not been received for analysis to date.

Event description:
Additional information was received that a replacement tablet did not resolve the issue. The issue was clarified further that no unnecessary strain was being placed on the connection during use. The initial reporter then indicated that this was just a simple issue with the design of the tablet as opposed to an issue with any one specific tablet. The tablet is not plugged into an outlet while in use, reducing emi. No additional relevant information has been obtained to date.

Manufacturer narrative:
Suspect device UDI: (B)(4). Device manufacture date (mo/day/yr), corrected data: 07/26/2016. Initial MDR inadvertently listed incorrect manufacture date. Additional manufacturer narrative and/or corrected data, suspect device UDI, corrected data: (B)(4). Initial MDR inadvertently listed incorrect suspect device UDI.

Event description:
The suspect serial adapter cables were received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
Additional information was received that the programming tablet/serial cable connection got to the point where the or specialist was unable to interrogate any generators. Further information was obtained isolating the event to the two usb top db9 serial adapter cables used. It was stated that the adapter cables were tested on a different functional tablet and were unable to communicate with generators. The adapter cables were visually observed by the or specialist who determined that each cable had a wire that had come unsoldered in the db9 serial portion of the adapter cable. This was determined to be the cause for the issue. The suspect serial adapter cables have not been received by the manufacturer for analysis to date.

Event description:
Analysis was completed on the returned udb to db9 serial adapter cable. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified. No additional relevant information has been received to date.